Event description:
(B)(4). It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During outside of the body testing of the 1.5mm rotablator rotalink plus burr, the floppy rotawire guide wire fractured at the point of the burr spinning on it. A new guide wire was attempted to be passed through the burr without success, therefore, the procedure was successfully completed with the new guide wire and a new burr. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During outside of the body testing of the 1.5mm rotablator rotalink plus burr, the floppy rotawire guide wire fractured at the point of the burr spinning on it. A new guide wire was attempted to be passed through the burr without success, therefore, the procedure was successfully completed with the new guide wire and a new burr. No patient complications were reported.

Manufacturer narrative:
Corrections: upn search from h749236310030 - rotablator rotalink. Plus 1.50mm - 23631-003 to h749236310040 -rotablator rotalink plus 1.75mm - 23631-004. Upn from h749236310030 to h749236310040. Device lot number from 0015360792 to 0015408382. Device manufactured date from 07/09/2012 to 07/30/2012. Catalogue/model # from 23631-003 to 23631-004. Device evaluated by manufacturer: examination of the returned complaint device revealed that the annulus of the burr was flared and misshapen. The catheter was attached to a test advancer and tug and connect/disconnect tests confirmed that there were no issues with the handshake connections. During an attempt to wire guide the burr, resistance was met in the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. A scratch test performed on the burr confirmed that the burr's cutting action met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The damage to the burr is consistent with the burr coming into contact with the wire. Additional information states the burr came in contact with the wire. The dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).